Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly read inaccurately high. A patient reported blood glucose results of '480 mg/dl' with a lifescan meter and unspecified result on another meter. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned. The 510(k)# is k082590.